Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered a gap between acoustic lens and ultrasound probe due to wear and tear damage caused by customer mishandling over time. It was also observed that there was deformation of the lock engagement knob, causing a loss in water-tightness. It was observed that the forceps control lever did not move smoothly due to damage. It was also observed that the up and down knob could not be locked securely due to wear of the lock engagement lever. It was observed that the switch box, distal end and the universal cord was deformed. It was also observed that the forceps channel port was dirty. It was observed that the right and left knob had a chip. It was also observed that the scope connector cover plate was detached. It was observed that switch 1 had a cut. It was also observed that the suction, air and water cylinders had discoloration. It was observed that the sheet holder unit had corrosion due to water leakage. Water-tightness was lost due too damage on the acoustic lens. It was also observed that the adhesive around the objective lens had wear. It was observed that the acoustic lens was damaged. It was also observed that the connecting tube had buckling. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the bending angle in the right direction did not meet the standard value due to wear of the angle wire. It was observed that the ultrasonic probe was loose. It was also observed that the adhesive around the light guide lens had wear. It was observed that the image guide protector was sticky. It was also observed that the objective lens was shaved. A crack was observed in the following unit components: grip, scope connector cover, scope body and on the adhesive of the bending section cover. Lastly, scratches were observed on the distal end and channel tube. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned a evis exera ii ultrasound gastrovideoscope to the service center for preventative maintenance. During a standard inspection and estimation of the returned device, there was a gap between acoustic lens and ultrasound probe. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the client. However, a specific root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: "·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks." Olympus will continue to monitor field performance for this device.